Event description:
Caller states that the inform meter has blackened connector pins, and that there is melting in the housing near the connector pins. Caller reported a smoke odor, but no physical smoke. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.